Event description:
It was reported that during the implant procedure the lead had high impedance. It was also noted that different testing cables and programmer were attempted and still yielded high impedance. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the outer insulation had a cosmetic cut and was breached cut, there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.